Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7105539 / 7105617.

Event description:
It was reported that the patient was experiencing pocket pain. It was also noted that the patients lead had migrated and was not working as intended. The patient underwent a revision procedure wherein the ipg was repositioned in the same area and the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as they were discarded by the facility.